Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump shut off for a moment with blank screen, buttons didn't respond, gold piece under battery cap was loose which make it hard to replace the battery. Troubleshooting was performed and it was found that the retainer ring was also damaged . No harm requiring medical intervention was reported. It was unknown whether the customer would continue or discontinue the device. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit powered on properly after battery installation. Pump failed self-test. All buttons function properly. However, moisture damage noted on pcba1 of electronic assembly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. The electronic assemblies were inspected, and moisture damage was observed. Unit was successfully downloaded to using thus. Stuck key alarm was absent in pump download history. No keypad or stuck key alarms during testing. No failed batt test or battery power related alarms were noted in pump download history on or around event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open and moisture damage was noted to pcba1 on electronic stack. Unit received with battery cap contact damaged, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), missing display window/cover, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, detached retainer, cracked reservoir tube lip. Unit powered up properly after battery installation and no failedbatttest/ battery related alarms noted. Blank display not confirmed after unit powered on properly. Customer concern of keypad unresponsiveness was confirmed due to moisture damage found on keypad traces. Cosmetic damage was confirmed when cracked case on battery tube was observed. Battery cap contact was confirmed missing. Retainer ring was confirmed damaged and missing when cracked reservoir tube lip was observed with no retainer ring. Moisture damage noted to electronic stack during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.